Manufacturer narrative:
(Limited information available- root cause cannot be determined) (B)(4).

Event description:
Device evaluation: during visual inspection no issues have been noted along the shaft, the connector, device tip or the proximal welding. The balloon has been inflated. A 0.035 guidewire was passed through the device without resistance. The middle balloon portion shows a radial burst. The cut was very clean and well defined.

Event description:
The physician was attempting to use an admiral xtreme otw pta balloon to treat a lesion in the femoral and popliteal artery in the right leg. During the procedure contrast extravasation was observed before reaching nominal pressure. The balloon was removed and a small balloon hole was identified. A second admiral was used successfully. No patient complications reported.

Manufacturer narrative:
Evaluation results: root cause undetermined. No results available since no evaluation performed - device or procedural images not provided for review. No device returned. Evaluation conclusion - unable to confirm complaint - device or procedural images not provided for review. (B)(4).